Event description:
On 10/29/96, a lab tech at the account splashed carbamazepine control reagent into her eyes, while attempting to dispense the low control into a sample cup. The nozzle tip of the low control vial appeared to be plugged, because liquid was not expelled when the vial was pressed. The tech was removing the nozzle tip, to enable manual pipetting of the control, when the control reagent splashed into her eyes. The tech dabbed her eyes, but she did not flush at the eyewash station, nor seek medical attention. The customer called to inquire if co control reagents are tested for infectious material. She was advised, per the package insert, to note the safety precautions section and to follow lab biohazard exposure policy.